Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the shaver blade broke. All the pieces were retrieved successfully from the patient.

Manufacturer narrative:
Alleged failure: shaver blade broke during a case. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be blade comes contact with a hard object causing damage to the teeth and hitting the housing edges. Excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend / break. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the shaver blade broke. All the pieces were retrieved successfully from the patient.